Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h6: investigation conclusions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image disappearing during angulation was that the internal charge-coupled device -cable of the insertion section was damaged. Olympus will continue to monitor field performance for this device.

Event description:
As reported for this event by the customer, during an unknown procedure the device had an image loss when the device was flexed. There is no harm or adverse impact to the patient due to this event. Nor is there any impact to the outcome of this procedure.

Manufacturer narrative:
Due diligence was performed, and available information was provided by the customer. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that there was image noise when the device was angled up. This is attributed to the failure of the charge couple device (ccd) unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.